Event description:
It was reported stimulation was not achieved on one side and reprogramming was unsuccessful at resolving the issue. Diagnostic testing revealed invalid impedance readings. The physician reported a lead fracture was visible on fluoroscopy. The physician advised the patient that surgical intervention was necessary to resolve the issue. It was reported the patient is trying to decide on the next course of action. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.